Event description:
It was reported that the image processor on the 7700 system was continually rebooting itself. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated loose connectors on image proessor and processor pcbs. Verified power supply voltages. The system was tested and found to be working as intended and placed back into service.